Event description:
The pt was revised due to poly failure, the pin and yoke were replaced.

Manufacturer narrative:
Examination of the returned products confirmed the poly failure. Previous investigations found the cause is attributed to design. Previous investigations found the ulnar bearing component to have a minimal chamber that may lead to premature polyethylene wear at certain contact points. The premature wear causes the polyethylene to fail, which may lead to the potential for the locking pin to disassociate from the elbow assembly. A voluntary recall for the ulnar bearing components was initiated in (B)(4) 2005. No further action taken. Depuy considers the investigation closed. Should any add'l info be received to change the outcome of the performed investigation, the complaint will be reopened.